Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial started on (B)(6) 2019. The patient stated that all was going well, but she did have some soreness near her incision site. She also mentioned that she pulled the lead out, but it had since been taped until she saw her clinician the following day. No further complications were reported or are anticipated.